Event description:
Treatment of an unruptured ophthalmic ica (internal carotid artery) aneurysm measuring 3mm. It was reported that the patient underwent an off label pipeline embolization treatment on (B)(6) 2013, with no complications; however, the patient returned the next day with right sided arm weakness. A scan showed a 3cm bleed at the level of the aneurysm. It was reported that the patient still has right hemiparesis and aphasia, but will recover with rehab.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).